Manufacturer narrative:
Visual analysis was performed on the return device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from this lot. Based on the information provided, a definitive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that while advancing the omnilink stent delivery system, the stent dislodged from balloon. The device was removed without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. A new omnilink was used to complete the procedure. No additional information was provided.